Event description:
It was reported that the patient presented with inappropriate automatic mode switch on the atrial lead due to noise over-sensing. No intervention was performed. Patient condition was stable.

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2024. Patient condition was stable throughout.